Event description:
The customer reported the system intermittently failed to expose and boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The universal node was exchanged and the hard drive and software calibration files were reloaded. The system was then found to be operating as intended.